Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber did not exhibit signs of usage. The fiber was broken within the input connector. The fiber was tested with a hene laser fixture and aiming beam was visible at the location of break. Based on the observed fiber break, an evaluation conclusion code of cause not established was assigned to this investigation. It cannot be determined if the fiber break occurred during shipping or preparation of the device.

Event description:
Analysis of the device found that the fiber was broken within the input connector. There were no clinical consequences to the patient.